Event description:
It was reported to philips that the device's battery was not being recognized by the charger. The customer also stated that one battery recharges and the other does not. There was no reported patient involvement.